Manufacturer narrative:
In this case, there was no reported product deficiency. Restenosis and angina are known adverse events as listed in the product instructions for use. Additionally, restenosis, angina, and hospitalization are listed in the product risk assessment. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product deficiency with respect to manufacture, design or labeling.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the pt had been experiencing chest pain for a week. The pt was admitted to the hospital and revascularization with another stent was performed to treat restenosis just proximal to the index procedure stent in the proximal left anterior descending artery (lad). No additional event or pt info is available.